Event description:
While servicing the device, the manufacturer's service technician reported the ventilator failed preoperational testing due to a crossover circuit fault. The ventilator was not in use on a patient, therefore, there was no patient involvement. Upon evaluation of the device, the service technician reported finding that the tubing connecting the blower to the crossover solenoid was being pinched by the ground terminal on the humidifier outlet due to the ground terminal having been bent out of it's normal position. The service technician repositioned the ground terminal to it's normal position to address the finding. Extended self testing and applicable final testing was completed, and tests passed to operating specifications. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation.

Manufacturer narrative:
Pinched tubing.